Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. Physical damage was found throughout the unit including a partially melted lamp. The reported complaint was confirmed from the evaluation. Damaged and misaligned heat mirror would allow the unit to overheat, creating the reported issue. Additional damage to the power entry module identified, replacement lamp, mirror and power entry module required. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The operating room staff reported that on (B)(6) 2020, the 00mlx mlx 300w xenon lightsource started smoking in the middle of an unspecified procedure. Unit was immediately unplugged and removed from surgical area. The biomed staff examined the unit and reported that the bulb housing was severely burnt. It appeared to be stuck or welded to chassis. There was no known patient injury or delay in surgery.